Event description:
It was reported by a customer that on (B)(6) 2011, the fiber forward fired at 37,587 joules. Additional information reported by the customer was there were no observations leading up to the event. There were no error codes that were displayed on the console when the event occurred. The event did not cause any issues with the pt.